Event description:
Event details: I bought your covid-19 flu a and b rapid test, your test show negative for all three but I knew I was sick so I went to our urgent care and they told me I had flu b. I almost went to my granddaughter's dance recital, causing everyone to be exposed to me. Plus, I was going to go to work having flu b when your test told me I didn't. I called walmart. They won't give me my money back. They said I had to contact you which like I said the phone line is ridiculous. I am a senior citizen on limited income so this really took money out of my food budget so I'm requesting you to give me; you shouldn't put test out if they're not accurate. I did everything exactly correct; I've taken test many times before, so I know how to do them. This test was expensive and because I didn't trust the negative results, I saved getting other people sick. I'm asking g for a refund.

Manufacturer narrative:
Customer is claiming false negative for flu b because they had tested positive for flu b at urgent care (2/27), then negative with the ihealth test ~10 hours later (2/28). Unclear if test taken at urgent care was antigen test or pcr test. The lot number of the ihealth test was 242cf10621. The manufacturer retested the lot (242cf10621) with flub positive samples, no false negative for flub were detected.